Event description:
This is a spontaneous case report received from a physician in (B)(6) on 16-dec-2015. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that patient had a pregnancy with the device. Pregnancy questionnaire received from the gynecologist on 23-feb-2016 (upgraded to incident). First essure placement was performed on (B)(6) 2013 with unilateral placement (failure insertion on right side). Insertion was performed during follicular phase. Contrast was seen on right side on hysterosalpingogram: left unilateral occlusion ((B)(6) 2013). Second essure placement was performed on (B)(6) 2013. Abnormal uterine findings prior to insertion were denied. She used oral contraception after essure placement, from (B)(6) 2013 and from an unknown date until (B)(6) 2013. Essure confirmation test was done by hysterosalpingogram (hsg), x-ray and transvaginal ultrasound on (B)(6) 2013 and showed bilateral tubal occlusion. The patient was advised by the doctor to rely on essure based on the result of the test. The pregnancy was confirmed by doctor. Plan for pregnancy was to terminate the pregnancy. Essure implants were removed by laparotomy. It was medically necessary to remove essure, not because of patient request. Pathology results revealed left cornual pregnancy; failure of methotrexate laparoscopy and laparotomy with left salpingectomy (previously reported as pregnancy) and left cuneiform horn resection were done. Follow-up received on 29-feb-2016 nca number provided as (B)(4). Follow-up received on 12-apr-2016: quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. The reported medical event and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event or lack of efficacy and a quality defect. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: ectopic pregnancy with contraceptive device: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment:this medically confirmed; spontaneous case report refers to a female patient who had a left cornual pregnancy after essure (fallopian tube occlusion insert) insertion. The pregnancy was terminated. Patient underwent a laparoscopy and laparotomy with left salpingectomy after failure of methotrexate. This event is serious due to its medical importance and listed in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. When pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, since there is no information regarding the time lapse between essure insertion and onset of pregnancy, a causal relationship with essure cannot be excluded (device ineffective). This case is regarded as incident, since the ectopic pregnancy required a surgical intervention to prevent serious consequences. Based on available information, there is no reason to suspect a causal relationship between the reported medical event or lack of efficacy and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs